Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-9501-14s univers revers apex stem, size 14 batch 22.02835 was received for evaluation. Visual evaluation revealed some discoloration spots and tissue attached to the device. No damage to the device was observed. Functional testing was performed by attaching the ar-9502f-39rcpc, batch 19.03200, to the ar-9501-14s, univers revers apex stem, size 14, with no issues encountered. The univers revers apex stem, size 14, was firmly attached to the baseplate, and no problems were encountered when they were separated. The most likely cause of the reported failure is a patient-specific event. More specifically, according to the event description, the patient had to undergo revision surgery due to an injury unrelated to the device¿s functionality or performance. No allegations were identified against the ar-9501-14s serial/batch number (B)(6).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2024, it was reported by a facility representative via email that arthrex devices were explanted from a patient. No additional information was provided. Additional information received on 11/25/2024: the patient underwent a total shoulder arthroplasty, rotator cuff repair, capsular release procedure on (B)(6) 2024. A 24mm glenoid univers revers baseplate, a 35mm central univers revers screw, a 5.5 x 28mm peripheral lock univers revers screw, a 5.5 x 32mm peripheral lock univers revers screw, a 5.5 x 16mm peripheral lock univers revers screw, a 5.5 x 16mm peripheral lock univers revers screw, a 24 x 39mm 4 lat taper univers revers glenosphere, a 39 2mm revers shoulder cup, a 14 apex univers revers stem, a 39 3 revers shoulder liner, and a 39 6mm revers shoulder humeral spacer were implant. Due to an injury the patient underwent revision surgery and had the 35mm central univers revers screw, the 5.5 x 28mm peripheral lock univers revers screw, and the 5.5 x 32mm peripheral lock univers revers screw removed. The revision surgery was completed without implanting any additional arthrex products. Both surgeries were performed by the same surgeons at the same facility. Additional information received on 12/6/2024: the revision surgery took place on (B)(6) 2024. The facility representative provided part numbers: ar-9563-16, ar-9560-24, ar-9501-14s, ar-9564-2439-lat ar-9563-16, ar-9561-35s, and ar-9563-28, as the explanted products.